Manufacturer narrative:
According to the customer, on (B)(6) 2025 when removing the PICC line that was placed on (B)(6) 2025 because "the catheter tip migrated into the azygous vein and became hard to flush and unable to aspirate a blood return" the catheter was "very coiled" upon removal. The customer reported a new PICC was placed in a "different vein proximal to the original site" due to the reported incident. The customer reported there was "no serious injury identified", and the patient has had "no further issues". The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 when removing the PICC line that was placed on (B)(6) 2025 because "the catheter tip migrated into the azygous vein and became hard to flush and unable to aspirate a blood return" the catheter was "very coiled" upon removal.